Event description:
During insertion of a collamer lens, the surgeon noticed a crack in the nosecone of the msi-pf injector that resulted in breakage of the locking tab. The lens was successfully delivered into the eye without pt injury.